Event description:
Ous MDR - it was reported that after an implant duration of about 40 months, the patient received 5 inappropriate shocks and was delivered to the emergency room. The interrogation showed oversensing. No further adverse patient side effects were reported.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and an electrical inspection. The inspection demonstrated a damaged insulation at the distal part of the lead. This damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the rv shock coil and the fractured conductor cable to the ring electrode occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.